Event description:
The customer obtained a non-reproducible, higher than expected, vitros amon result (qc fluid biorad 2 = 93.8 vs. An expected result = 70.2 mmol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that vitros amon patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros amon result was obtained on a vitros 5,1 fs chemistry system. The investigation could not determine a definitive root cause due to limited information available. The most likely cause of the event was determined to be instrument related due to contamination of the microslide incubator. The customer replaced the microslide incubator evaporation caps and cleaned the incubator. Expected vitros amon performance was obtained following these actions.